Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen froze and was unresponsive. Following this, an undefined malfunction occurred and pump time and date were found to be incorrect. Customer's blood glucose level was between 172-180 mg/dl. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction, time, and date issues were verified, and a different issue was identified (leak rate test - out of specifications).